Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 7231cx, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high number of short v-v intervals and showed noise on electrocardiogram. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The primary analysis finding noted no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.